Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device contamination.

Event description:
Healthcare professional reported "hair inside the sterile packaging for the saline implant fill tubing". Device was not implanted.

Manufacturer narrative:
Un-reporting event codes e2107, f1205, and f15 from initial emdr previously submitted. Photo analysis: visual analysis of the photographs identified: hair/fiber on implant: observed hair-like fiber inside fill tube package, it cannot be assessed as a workmanship since it cannot be observed if the whole package is sealed. Nevertheless, a further investigation is requested for this event. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "hair inside the sterile packaging for the saline implant fill tubing". Device was not implanted.